Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way foley catheter with sample port connector. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter was difficult to inflate and deflate during pretest. Per follow up with ibc via mail on 04nov2021, it was unknown that if there was any damage to the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to inflate and deflate during pretest. Per follow up information received from ibc via email on 04-nov-2021, it was unknown if there was any damage to the balloon.